Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that one week after catheterization, blood oozing occurred on the vein side at the end of catheter. The pt had the catheter removed and replaced.

Manufacturer narrative:
Submit date: 10/3/2011. An investigation is currently underway. Upon completion the results will be forwarded.